Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection which was confirmed by blood culture. Rubefaction and tumefaction were observed at the pocket site. The implantable pulse generator (ipg) system was explanted five days after it was implanted and is planned to be replaced by a leadless ipg in the future. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.